Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist identified the four discordant results had the below reference range flag [e512]. The water purification module (wpm) maintenance was checked and noticed the customer had replaced both progard and q-guard filters. The customer verified the filters and ensured they were in the right positions. Auto aligned reagent server 3 probes and reagent probe (r5) failed the alignment. The probe was replaced and the linear bearing was cleaned. The alignment was checked and continued to fail. A siemens customer service engineer (cse) was dispatched to the customer site. The engineer performed service visits and replaced the wpm, r5 vertical and horizontal belts, completed adjustment, and performed service method testing (smt). A quick check test was performed along with quality controls (qc), a precision test, and results were within range. The instrument is operational and performing according to specifications. The cause of the event is unknown. No further evaluation of this device is required.

Event description:
Four discordant falsely depressed carbon dioxide (co2) results were obtained on a dimension vista 1500 instrument. The results were reported and questioned by the physician(s). The customer used the same patient samples to perform repeat testing on an alternate instrument. The repeated results were higher and a corrected report was issued. There are no reports of patient intervention or adverse health consequence due to the carbon dioxide (co2) discordant results.